Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level in the 300 (mg/dl) range and mild-moderate ketones. An injection was delivered to address bg levels and water consumed to address ketones. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed with tandem technical support,